Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to place the stent across the lesion, the stent became dislodged. They were unable to locate the stent, and the pt went to surgery. Pt status is reported as "okay".